Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a severely calcified lesion; however it was reported that the balloon of the amphirion deep device broke on the sharp edge of the calcified lesion and was removed from the body with no issue reported. After this, one other MFR balloon was used to initially open vessel then several amphirion deep device were used to successfully complete the procedure. No clinical sequelae were reported. On review of the mfg documentation of the amphirion deep device involved in this complaint it was noted that the device was used beyond its expiry date.

Manufacturer narrative:
(B)(4). Eval results: device was used beyond its "use before date". Results and conclusion: severely calcified lesion.